Manufacturer narrative:
Updated information recieved by depuy has indicated that this report as an unknown hip system is a duplicate of:medwatch number : 1818910-2011-26963, medwatch number : 1818910-2011-26964, medwatch number : 1818910-2011-26965,medwatch number : 1818910-2011-26966,the complaint has been rejected and no further investigation will be done.

Event description:
Recommended asr revision - left hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.